Manufacturer narrative:
Add'l info

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: 1. L4-5 right laminectomy, l5-s1 subtotal laminectomy with bilateral lateral recess decompression, bilateral foraminotomies, 2. L4-5 posterolateral fusion, 3. L5-s1 posterolateral fusion, 4. L4-5 posterior interbody fusion, 5. L5-s1 posterior interbody fusion, 6. Implementation of carbon fiber cage measuring 9 x 9 x 21 to l4-5 interspace, 7. Implementation of carbon fiber cage measuring 9 x 9 x 21 to l5-s1 interspace, 8. Harvest of local graft with application to posterolateral gutters, 9. Application of segmental pedicle instrumentation, l4-5 and s1 using expedium screw/rod set, 10. Application of rhbmp-2 in an off-label manner to the posterolateral gutters, l4-5 and s1 wrapped over bone graft; for a pre-op diagnosis of: l4-5 degenerative disc disease, instability, l5-s1, severe discogenic disease with bilateral stenosis. Per-op notes: at l4-5 and l5-s1 pedicles were tapped and 6 x 45 mm screws were inserted at l4 , l5 and 7 x 40mm screws were inserted at s1 and packed bonegraft wrapped with rhbmp-2 into the posterolateral gutters. No complications were reported.

Event description:
It was reported that the patient underwent a fusion procedure at l4 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period was marked by increasingly severe pain and weakness in his lower back and tailbone, and pain in his left testicle. A CT scan undertaken on (B)(6) 2011 revealed bilateral foraminal encroachment by a disc osteophyte complex at the level of the surgery. Currently, patient continues to experience severe and unrelenting pain in his lower back that radiates into his lower extremities. Patient is unable to walk even short distances without severe pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.